Event description:
Information was received indicating that a smiths medical cadd solis vip exhibited motor service error, had no sound and had damaged door and lens. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the battery door was damaged. The customer stated problem was duplicated. Error code 44228 appeared during testing, the main board was replaced for that issue. The sound did not work front and back piezos were replaced, as well as the damaged battery door. The motor was also replaced for use with service due message. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.